Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had locked up and was unresponsive. The customer¿s blood glucose level was unknown. Customer also reported that they need to change battery more frequently, backlight was dim, rewind was slower, and the insulin pump had no explained alarms. The device will not be returned for analysis.